Manufacturer narrative:
Section d4 & h4: multiple attempts for device serial number were sent, no response was received. Manufacturer's investigation conclusion: the reported event of a low voltage hazard event was confirmed via the submitted log file. The log file contained approximately 30 days of data ((B)(6) 2020 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2020 at 6:57:27 due to a temporary loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The alarms resolved when power to the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A review of the log file noted a low voltage hazard event on (B)(6) 2020 while the patient was using the mobile power unit (mpu). The low voltage hazard event appeared to be due to a total loss of power to the mpu enabling the backup battery in the controller until power was restored to the mpu. Technical support also noted that the patient's pulsatility index (pi) levels dropped into the 1/s on (B)(6) 2020 and stayed that way throughout the remainder of the log file. The patient had a clinical picture of pump thrombosis. The patient had elevated lactate dehydrogenase (ldh), heart failure symptoms of nausea and vomiting, and hematuria. The patient was being sent to the intensive care unit (ICU) for swan-ganz catheter placement. It was reported through the patient product that the patient underwent a pump exchange on (B)(6) 2020 from a heartmate ii to a heartmate ii for pump thrombosis. The pump was to be returned for evaluation.